Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaint reported in the lot number. Add'l info was requested on 01/23/2012 and 01/30/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he cannot read in dim light and his distance vision in decreased as well. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.